Event description:
The customer reported to customer service that the power cord broke in half.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were unsuccessful. In follow up with the customer, she indicated that the transformer broke in half. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.